Manufacturer narrative:
The patient's details were not provided. The patient's age and weight are unknown. The device identifier # could not be determined based on the available model #.

Event description:
The pharmacist from (B)(6) reported that the patient from a retirement home had a hypoglycemic event. At an unknown time, a blood glucose reading of 11.9 mmol/l was obtained on the contour next meter. The patient had a regular breakfast with juice followed by her daily dose of 17 units humalog. After a while, it was noted that the patient was lying unresponsive on her bed. At 10:15 a.m., another blood test was performed with the same meter and a reading of 8.0 mmol/l was obtained. The hospital was contacted. Upon arrival of the ambulance, the patient was tested with the ambulance meter at 10:20 a.m. And a reading of 0.7 mmol/l was obtained. The patient was taken to the hospital. The treatment provided to the patient is unknown. However, the advocate thinks that the patient was injected with glucolin as the patient remained unconscious. The current health status of the patient is unknown. The test strips are not expected to be returned. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.